Event description:
The customer states the device only works when connected to the network. Network is referring to ac power; this device does n ot have the capability to attach to a monitoring network. No pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.